Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker was scheduled for magnetic resonance imaging (MRI); however, it was postponed as the technician noticed an anomaly with this device. Boston scientific technical services (ts) advised to contact MRI department or field representative for any additional information. To date, this device remains in service. No adverse patient effects were reported.